Manufacturer narrative:
Review of the manufacturing records indicated the device met pre-release specifications. Examination of the returned device revealed the following: the deployment knob, deployment line, delivery catheter, and an introducer sheath were returned; the sheath was not evaluated as it is not a gore device; there was approximately 51 cm of deployment line connected to the deployment knob; there was 2 cm of columnar failure near the shrink sleeve; the remainder of the device appeared unremarkable. Based on the device examination performed, no manufacturing anomalies were identified. All information has been placed on file for use in tracking and trending.

Event description:
The following was reported to gore: the physician was performing an av access maintenance procedure. A 10x10 gore® viabahn® endoprosthesis was selected to be placed in the subclavian vein. The tech said the physician began pulling the deployment line to deploy the viabahn but it stopped before the stent was fully deployed. The physician described the deployment line as though it was hung up or caught on something. Somehow the physician was able to fully deploy the gore® viabahn® endoprosthesis but was unable to remove all the deployment line. Once the catheter was removed, the deployment line was cut at the skin level and the rest of the deployment line was left in the patient.

Manufacturer narrative:
Corrected data: results code 1. Conclusion code 1.

Manufacturer narrative:
Additional manufacturer narrative: evaluation of the returned images revealed the following: images provided do not allow for evaluation in relationship to this event.